Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This battery was discarded at the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site to test the equipment. Imaging system failed imaging modalities. System booting displayed on pendant, no communication with image acquisition system (ias) central processing unit (cpu). Replaced umbilical and cmos battery in ias cpu. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs interface cable was returned to the manufacturer for analysis. Investigation was unable to confirm reported problem. Mvs cable passed 100t and gbit bench testing, as well as continuity testing. Cable was installed on imaging system 267 and functioned as expected. No problem found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that prior to surgery, when booting the imaging system, the pendant would not boot past system booting please wait. He tried several times to re-boot the imaging system without success. There was no patient present when this issue was identified.